Manufacturer narrative:
(B)(4).

Event description:
It was reported "after using the pump 30 minutes, the helium cylinder icon and the battery picture alternated with red "x" signs flashing suddenly. Change another pump. The incident did not cause any harm to the patient".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "helium cylinder icon and the battery picture alternated with red "x" signs flashing" is confirmed based on the video provided with the complaint report. The video shows the flashing red "x" on the helium pressure icon and the battery icon while pumping. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the display screen error. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after using the pump 30 minutes, the helium cylinder icon and the battery picture alternated with red "x" signs flashing suddenly. Change another pump. The incident did not cause any harm to the patient".